Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the mildly tortuous mid right coronary artery (rca). After predilating with a 2.5mm non-bsc balloon, the 3.5x38mm promus element stent delivery system (sds) was advanced but could not cross the lesion. The device was withdrawn and it was noted that the stent struts at the mid segment of the device were opened. The procedure was completed with two additional promus element stents. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the mildly tortuous mid right coronary artery (rca). After predilating with a 2.5mm non-bsc balloon, the 3.5x38mm promus element stent delivery system (sds) was advanced but could not cross the lesion. The device was withdrawn and it was noted that the stent struts at the mid segment of the device were opened. The procedure was completed with two additional promus element stents. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with stent damage. Strut rows towards the middle of the stent were raised and misaligned. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).